Event description:
This case was initially received via regulatory authority food and drug administration (reference number: mw5055387) on 19-oct-2015. The most recent information was received on 28-jul-2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), menorrhagia ("very bad period - period all month") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included oral contraceptive nos and ranitidine hydrochloride (acid reducer). On (B)(6) 2010, the patient had essure inserted. On an unknown date, 1 month after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), adnexa uteri pain ("burning sensation on my ovaries"), medical device discomfort ("discomfort"), dysmenorrhoea ("very bad period cramps"), headache ("headaches"), dyspareunia ("didn't want to have sex because I was on my period all the time and it hurt"), procedural pain ("right after I was out I was still in pain"), back pain ("back pain") and abdominal pain lower ("cramping"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), adnexa uteri pain ("burning sensation on my ovaries"), medical device discomfort ("discomfort"), dysmenorrhoea ("very bad period cramps"), headache ("headaches"), dyspareunia ("didn't want to have sex because I was on my period all the time and it hurt"), procedural pain ("right after I was out I was still in pain"), back pain ("back pain") and abdominal pain lower ("cramping"). At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, adnexa uteri pain, dysmenorrhoea, headache, dyspareunia, procedural pain, back pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, back pain, genital haemorrhage and pelvic pain to be related to essure. The reporter provided no causality assessment for adnexa uteri pain, dysmenorrhoea, dyspareunia, headache, medical device discomfort, menorrhagia and procedural pain with essure. The reporter commented: serious injury criterion and event date (B)(6) 2010 were reported, but not specified and/or assigned to one of the events. She continues to treat for her symptoms related to essure. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was identified. Moreover, the reported medical event(s) are not indicative of a quality deficit per se. Therefore, based on the available information there is no reason to suspect a causal relationship between reported medical events and quality defect. Most recent follow-up information incorporated above includes: on 28-jul-2017: summons received: case became potential legal. Case upgraded to incident category. Reporter was added. Indication, implant date was added. Events were added pelvic pains, cramping, heavy bleeding and back pain and she continues to treat her symptoms related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.